Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 526 mg/dl. The customer's current blood glucose level was 600 mg/dl. This morning his blood glucose value was in the range of 400 mg/dl and current blood glucose value was 171 mg/dl. The customer did experience the symptoms such as stomach problems. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis. The infusion set, reservoir and sensor will not be returned.